Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was having a lot of discomfort at the incision site, noting it had been sensitive to touch since the implant. They reported that, since the friday prior to the report, they were having leakage and an uncomfortable stimulation in the vagina area. They added that they couldn't use the patient programmer and antenna on their own and would have to have their daughter check and adjust the setting. They were going to follow-up with their healthcare professional (hcp).

Event description:
A follow-up letter from the patient indicated that the leakage and uncomfortable stimulation had not resolved. The patient stated that she lowered stimulation from 3.5 to 3.0, but was still having discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.